Event description:
The cardiologist was unable to advance the iab through the sheath. The iab seemed to buckle or wrinkle half way through the sheath. The dr. Finally got the iab in sheathless. On 3/25/97, datascope was notified that there was no product to return for evaluation. The sheath was discarded and the iab was used. Event complications: unk - reported 12/19/96. Patient's current status: unk - rpt'd 12/19/96.